Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a battery replacement, the patient experienced one big electrical shock that went to the opposite right arm and hand and also to upper leg and lower leg. Not the foot at all. It was noted that the patient did feel numbness in the right arm and leg for 5 minutes. It went away after 10 minutes totally. It was further stated that the handpiece tip did touch accidently the implantable neurostimulator when the neurosurgeon was dissecting in the upper part of the pocket. The neurosurgeon did stop to use the generator and the handpiece immediately. The doctor did measure post-operative electrode impedance and therapy impedance. They were all with in the same range as before the battery replacement. There was no reported impact to patient outcome